Event description:
The customer reported the generation of erroneously high patient results for sodium (na) and chloride (cl), on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the buffer valves, reference valve, roller pump tubing, mid standard bottle which resolved the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).